Event description:
It was reported when using the bd vacutainer® push button blood collection set there was damage to the connection, thus resulting in the blood leaking out of the tube. There was no report of impact to the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: fpa. E.1.initial reporter facility name: (B)(6) hospital. H.6. Investigation summary: bd had not received samples, but one (1) photo were provided for investigation. The photo was reviewed and the indicated failure mode for split female luer adapter was observed. Additionally, 10 retained samples were visually inspected and the issue of split female luer adapters were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked female luer adapter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.